Manufacturer narrative:
A product investigation was performed: one of the following was received: trochanteric fixation nail (part # 456.415 / lot # 7136894 / mfg. Date: 06/2015). The device was returned in excellent condition with no damage or issues. There was no alleged product problem against the returned device. Per the complaint description, the surgeon attempted to insert a "left" nail into a "right" femur, thereby causing an intra-operative fracture. The cause of the reportable event was due to an incorrect nail selection. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The adverse event is confirmed and it is also confirmed that the returned implant does not have any damage or issues. Drawings for the device were reviewed; no drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Proper use and maintenance are addressed in technique guides. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device history records was conducted. The report indicates that the: a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for complaint number (B)(4). Part number: 456.415s, lot number: 7136894, raw material number: (B)(4), manufacture date: 12/20/12, expiration date: 11-01-2021, DHR review date: 08/26/15. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intended right trochanteric nail insertion, a left titanium cannulated trochanteric fixation nail was attempted to be placed. During advancement of the nail, an x-ray was done and it was found that the nail was exiting the anterior cortex of the femur. This nail was removed and a right titanium cannulated trochanteric fixation nail was placed successfully. A variable angle distal plate was placed on the lateral side of the femur due to the penetration of the anterior cortex when the first nail was placed. Delay of surgery was reported as 60 minutes plus and additional x-rays were required. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Implant and explant date: device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.